Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and underwent mesh implantation concurrently with anterior posterior colporrhaphy, sacrospinous vault suspension for cystocele, rectocele, vaginal prolapse and urinary incontinence. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh and scar tissue removal on (B)(6) 2013 due to pelvic pain and dyspareunia.